Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a scanner issue, resulting in the failure to detect the entire storage capacity. A field service engineer verified that there were no failures in the storage space. The client was able to conduct an inventory check without any issues. It was noted that the usb connection for the hand scanner was loose; after reseating and securing it, service was successfully restored. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system ubc-2s experienced a scanner malfunction, resulting in entire storage was not detected, which hindered users from accessing medication for a patient. The pharmacy technician discovered that the scanner was non-functional after attempting to scan for medication and subsequently rebooted the pyxis in an effort to rectify the problem. However, all storage units within the pyxis were rendered inoperative and required maintenance. The customer indicated that another technician had also inspected the pyxis to confirm the issue, which persisted. Additionally, the customer also attempted the following troubleshooting steps: shutting down the station by disconnecting the power cord from the rear of the unit and waiting for 2-5 minutes before reconnecting the power and turning the unit back on. Despite these efforts, the drawer could not be recovered, and the same issue remained. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.